Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. The customer's blood glucose at the time of incident was 103 mg/dl. It was reported the reservoir ring was broken and the caller did not know how it occurred. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.